Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device shuts off on battery and ac power. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.